Event description:
Customer called to report that she is currently in the hospital from dehydration and high blood glucose levels. Customer stated that she was hospitalized because she took her pump off and her blood glucose levels went up due to not having any insulin. Customer's blood glucose levels were not included in the report. Product is not being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.